Event description:
It was reported that during a heavily calcified, heavily tortuous, left iliac artery stenting procedure with access through the right iliac artery a supracore guide wire was advanced without issues to the left iliac. A non-abbott sheath was advanced, but would not cross the ostium and was left in place in the right iliac. An omni-link stent delivery system (sds) was advanced through the sheath, past the ostium, and to the lesion in the left iliac. As the omni-link balloon was being inflated to 2 atmospheres, the balloon slipped distally off the stent leaving the stent at the lesion location. The balloon was deflated and pulled proximally to the stent and inflated again to successfully deploy the stent to the target lesion in the left iliac. The omni-link sds was removed without difficulty. Routine post-dilatation was done and the procedure was complete. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.